Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified proximal femoral artery. A 6.0 x 39 x 135 mm omnilink elite balloon-expandable stent system was used; however, the stent dislodged into the left iliac artery. Therefore, balloon inflation was performed with an unspecified 3.0 mm x 4 cm balloon catheter along with implantation of an unspecified 6.0 x 39 x 135 cm stent to appose the omnilink stent to the iliac artery. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a cause for the reported stent dislodgment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.